Event description:
It was reported that a catheter issue occurred. The 56% stenosed target lesion was located in a moderately tortuous and moderately calcified arteriovenous fistula in the arm. The opticross peripheral imaging catheter was advanced for ultrasound examination of the target lesion. While trying to advance the catheter around the 'aa' bend the catheter separated from the imaging transducer. The catheter was quickly removed as a whole, and the procedure completed with another of same device. There were no patient complications.

Event description:
It was reported that a catheter issue occurred. The 56% stenosed target lesion was located in a moderately tortuous and moderately calcified arteriovenous fistula in the arm. The opticross peripheral imaging catheter was advanced for ultrasound examination of the target lesion. While trying to advance the catheter around the 'aa' bend the catheter separated from the imaging transducer. The catheter was quickly removed as a whole, and the procedure completed with another of same device. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the imaging window assembly, and that the telescope was not fully retracted due to residue obstruction in the imaging window. No damages or failures were observed on the catheter code printed circuit board assembly and no imaging core windup was found within the telescope and sheath sections of the device. Microscopic inspection revealed the guidewire exit port and tip were deformed. Impedance testing showed an electrical open at the proximal end of the catheter which x-ray analysis showed was due to a broken coax cable at 150 cm to 140 cm. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The catheter was properly recognized by the imaging system when plugged into the motor drive unit and no connection issues or errors were detected during its testing.

Event description:
It was reported that a catheter issue occurred. The 56% stenosed target lesion was located in a moderately tortuous and moderately calcified arteriovenous fistula in the arm. The opticross peripheral imaging catheter was advanced for ultrasound examination of the target lesion. While trying to advance the catheter around the 'aa' bend the catheter separated from the imaging transducer. The catheter was quickly removed as a whole, and the procedure completed with another of same device. There were no patient complications.